Manufacturer narrative:
Complaint conclusion as reported, during preparation of a 4mm x 40mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the surface of the balloon was found to have minor irregularities. The irregularities observed on the device included a bumpy surface on the balloon, which was not smooth and different than expected. A new aviator plus pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. A non-sterile unit of ¿aviator plus .014 4.0x40 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon arrived not inflated without the pleating. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure is not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst¿ was confirmed. A ruptured condition was observed on the balloon surface that is generated a leaking impeding maintain the inflation pressure. The exact cause of this condition observed on the balloon could not be conclusive determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. Vessel characteristics, which were not provided, are a possible contributing factor to the reported condition, along with procedural and handling factors. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium. The product analysis does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, during preparation of a 4mm x 40mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the surface of the balloon was found to have minor irregularities. The irregularities observed on the device included a bumpy surface on the balloon, which was not smooth and different than expected. A new aviator plus pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The device will be returned for evaluation. Addendum: product evaluation revealed there was a rupture on the balloon surface.